Event description:
It was reported that the patient presented for a follow up in clinic. It was noted the pacemaker went into back-up vvi due to event queue overflow. Programming changes were made. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.